Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was replaced on (B)(6) 2018 due to it not working. There were no symptoms or complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(4), product type lead. (B)(4) applies to lead component. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the device was replaced because the lead snapped in half when the patient fell. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1d5ww, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. After further review, the device code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their implant stopped working sometime in 2018, they thought in january, and it had to be replaced. No further complications were reported.